Event description:
It was reported that a patient presented in-clinic for a routine follow-up and upon interrogation an alert was present for non sustained ventricular oversensing. Review of segms revealed ventricular undersensing of what appeared to be a run of four ectopic ventricular beats. Programming changes were recommended. No further information was available.

Manufacturer narrative:
(B)(4).